Event description:
Related manufacturer reference number:2017865-2022-22613. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial and right ventricular leads exhibited noise. Both leads were capped and replaced on (B)(6) 2022. The patient was in stable condition.